Event description:
It was reported that the cq2015a three piece collamer lens, flipped upside down as it was inserted and damaged the patient's posterior capsule. Vitreous was noted. The incision was enlarged, the lens was removed and a vitrectomy was performed. Three sutures closed the wound. This facility uses amo silver series injection system with this lens, which is considered off label use.

Manufacturer narrative:
(B) (4), lens flipped tore capsule: method (other): work order search; results (other): a work order search was performed and there were no similar complaints found. (B) (4).